Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually and tested mechanically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults could be detected. The incident is reported because it is unknown if and how the skin reaction had to be treated. The incident might not constitute a reportable event. The described incident appears to be an allergic reaction as it appeared both underneath some electrodes and in the bend of an elbow. It is unclear whether the reaction was caused by the electrodes or by other substances, e.g. A cleaning agent used to prep the skin prior to electrode application. No conclusion regarding the cause of the skin reaction can be drawn based on the information, which has been made available to us. However, as the patient outcome has been described as "recovered or resolved" and the event was classified by the (B)(6) ministry of health as "unserious" we consider the investigation closed.

Event description:
On december 13th, 2019, we have been informed about an incident with ECG electrodes (model fs-50) at kray government-owned publicly funded (B)(6) health center in (B)(6). The complainant reported "incompatibility at the patient (...) [, an] abnormal or unexpected physiological reaction (...) In places of fixation of the electrodes, as well as in the right bend of elbow there are areas of hyperemia, maculopapular eruption of coalesced type." No further information was provided on the patient, the skin preparation, the duration of wearing, if and how the skin reactions had to be treated. However, the report from the ministry of healthcare of the russian federation considered the event "unserious" and the patient outcome as "recovered or resolved".